Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported issue. The fse checked all drain components, which were all found to be clear and free of debris. A sample was run and the drain backed up. The drain line was found to be too long which caused an occlusion at the end of the drain tubing. The fse shortened the drain tubing and ran several samples with no issues. The customer's qc was within range. The g8 analyzer was functioning as intended with all errors cleared. No further action required by field service. The probable cause of the event was waste tubing that was too long for the customer's drain. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There was one (1) similar complaint identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported low total areas on capped whole blood samples with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.